Manufacturer narrative:
See attached follow up summary report.

Event description:
It was reported that during patient use, the gui screen froze. The user was adjusting the ventilator alarm settings and after confirming the alarm change the screen froze. The user was unable to exit the alarm screen. Waveforms froze but the ventilator continued to ventilate patient. The patient was placed on another ventilator with no harm to patient. Reporting hospital will not share any patient information.